Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary des to treat a lesion. It was reported that the device was not able to advance to the lesion using a non medtronic guidewire. On removal of the device from the patient, stent deformation was noticed. No patient injury reported.

Manufacturer narrative:
Photo analysis :photo 1: an image provided is of the distal section of an sds delivery system. Deformation is visible to the stent. Photo 2: an image provided is of a 2.25mm*15mm resolute onyx label. The lot number printed on the label corresponds with the lot number reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was in the distal rca, was very calcified, and had about 95% stenosis. The lesion was not pre-dilated. The device was not able to advance across the very heavily calcified lesion. Excessive force was used during delivery. After the deformed stent was removed, the lesion was then pre-dilated and another resolute onyx of the same size was implanted successfully. The patient is doing very well after the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was inspected before use with no issues noted. If information is provided in the future, a supplemental report will be issued.